Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem ("adjust belt" messages) has been confirmed. As received, there was an intermittent open white (B)(4) wire in the trunk cable. The trunk cable showed signs of physical abuse. The root cause for the open wire was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient was receiving excessive "adjust belt' messages.